Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm located in the internal carotid artery (ica), the distal segment of the device was not opening. The physician removed the microcatheter with the device and used a new device to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system and the microcatheter were returned for evaluation. As received, approximately 1.0 cm of the distal braid of the pipeline was found partially deployed outside of the catheter tip. The remaining braid and pushwire were found to be stuck inside the distal segment of the catheter. For further examination, the pipeline flex delivery system was then pushed out of the catheter lumen with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was also found to be bent. The distal and proximal ends of the pipeline braid were found fully opened with no damage. No other anomalies were observed. Based on the analysis findings the clinical observation of failure to open could not be confirmed. As the received pipeline braid was found fully opened with no damage. We are unable to definitively determine the cause for the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.